Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2. This supplemental is being sent to include information not sent in the previous supplemental: a device history record review was not performed on the subject meter lot as the meter serial number is invalid or unavailable for DHR review.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred on (B)(6) 2016, in the morning. The patient manages her diabetes by self-adjusting her insulin doses. The patient reported that an unknown time after the alleged meter issue occurred, she developed symptoms of "dizzy and sweaty" and that on (B)(6) 2016, she decreased the dose of her insulin by 5 units. During troubleshooting, the cca noted that there was no apparent misuse of the device and that the meter would not power on when prompted by pressing the power button or by inserting a correct test strip. The issue remained unresolved after training. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lifescan's criteria of a serious hypoglycemic event after the alleged meter issue occurred.